Event description:
A caller reported experiencing a cartridge alarm 20 and additional cartridge alarms with two different cartridges. There was no adverse impact to the customer's blood glucose level. As a result of the back-to-back cartridge alarms, the customer's pump was set to be replaced, and cartridge replacements were to be sent to maintain customer satisfaction. No further assistance was required.